Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, resolving the issue as the cgm error did not reappear and the customer successfully restarted their sensor session.